Event description:
It was reported that foreign matter was found in the bd connecta¿ stopcock. The following information was provided by the initial reporter: foreign matter in the 3-way.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-nov-2022 . H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. A visual inspection was performed, and embedded foreign matter was observed. Bd determined the root cause of the failure to be a buildup of burnt resin in the barrel/screw of the molding process. As material flows through the barrel/screw the buildup breaks free and ends up in the mold. Preventative practices have been occurring during manufacturing to help mitigate this failure mode. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. An analysis of production records could not be performed since a valid lot number was not provided.

Event description:
It was reported that foreign matter was found in the bd connecta¿ stopcock. The following information was provided by the initial reporter: "foreign matter in the 3-way."